Event description:
Complainant alleged that the medics were transporting a patient (age and gender unknown who was in cardiac arrest, when they also began pacing the patient. The complainant reported that the patient had been paced for about 10-15 minutes, when the ambulance then hit a bump in the road, and the device stopped pacing the patient for approximately 2.5 seconds. The device then suddenly began pacing the patient again. The patient subsequenlty expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.